Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker observed the device would not complete boot up upon pushing the power button. Investigation found the j1 cable on the power pcba and system pcba was loose. Reseating the j1 connection resolved the reported power on and boot up issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.